Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. Date of jejunal tube placement is unknown. According to the complainant, the jejunal tube became occluded. The jejunal tube was replaced on (B)(6) 2013. Attempts were made to obtain information on patient's condition but were unsuccessful. If further relevant information becomes available, it will be filed in a supplement medwatch report.